Event description:
Same case as MFR#: 6000093-2006-01009. Clinical registry. It was reported that 547 days following a coronary artery drug eluting stenting tretament procedure, a re-intervention of the target vessel was performed. The index procedure identified anmd treated 6 lesions. Target lesion 1 was lcoated in the left main coronary artery (lmca), lesion 2 was located in the proximal left anterior descending (lad), lesionms 3 and 4 were located in the ramus, lesion 5 was located in the proxiaml circumflex (cx), and lesion 6 was in the proximal right coronary artery (rca). A total of 6 taxus express2 stents were implanted in the 6 target lesions. This event is associated with target lesions 1 and 5. Target lesion 1 was an 80% stenosed, severley calcified, mildly tortuous, bifurcated, lesion located in the lmca. The lesion was 4.00mm in diameter and 8mm in length. The lesion was pre-dilated at 18atms which reduced the stenosis to 30%. The physician followed with with a taxus express2 3.50 x 8mm stent at 20 atms. The stent was not post dilated. The results were 20% residual stenosis with timi-3 flow. Target lesion 5 was a 98% stenosed, severly calcified, moderately tortuous, bifurcated lesion located in the proximal cx. The lesion was 3.00mm in diameter and 16mm in length. The physician pre-dilated to 18 atms which reduced the stenosis to 18%. The physician followed with a taxus express2 3.00 x 16mm stent deployed at 18atms. The stent was not post dilated. The results were 20% stenosis with timi-3 flow. The pt was dischaged 1 day following the index procedure on plavix and aspirin. It was reported that 547 days following the index procedure, a target vessel re-intervention was performed on target lesions 1 and 5. The pt experienced a positive stress test. An angiogram revealed in-stent restenosis of the lmca and proximal cx stented vessels. The lmca had focal stenosis while the proximal cx had proximal edge stenosis. The proximal cx was treated using balloon angioplasty and the lmca was treated using balloon angioplasty and placement of another taxus express2 stent. The pt was reported to be taking plavix at the time of the event. The relationship of this event to the taxus stents are "probably related".